Event description:
In 2008, I had a vaginal prolapse and bladder suspension done with surgical mesh. I was released from the hospital the next day with a catheter because I couldn't pass my urine. After a week with the catheter, it was removed once again and I still couldn't pass my urine. I was operated on again to loosen the mesh and I was discharged with the catheter again for 5 days. After about a week, I developed a very bad yeast infection from all the antibiotics. For over a year, I was treated almost every 6 weeks for a urinary tract infection and then yeast infections from the antibiotics. After about a year of the mesh being implanted, I began to have painful intercourse and spotting (hysterectomy in 2000). Dr. Said I had exposed mesh. He removed the exposed mesh and I was ok for awhile. About a year ago, I began having painful intercourse again and spotting. My gyn does not do the mesh surgery but said that he could see exposed mesh on examination. He sent me to a specialist who said she could not see the mesh and gave me a very painful exam. My regular gyn would like me to see a doctor who is top in the field for this procedure in my area but my insurance does not cover it. So now every day, I live with spotting and have virtually no sex life anymore because it is too painful.